Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that frequent loss of prime alarms had occurred. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the black box showed evidence of loss of prime illustrated with one call service alarm due to a low non-zero force warning. The returned battery cap and a test cartridge cap were used to complete the investigation. The pump ¿ez-prime¿ steps were performed correctly with no complaint related call service alarms or any other warnings occurring during the investigation. The product performed within specification. Product analysis was unable to duplicate the ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).